Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was still sleeping in the morning when she became sweaty, incoherent and sleepy. The cgm was reading 76 mg/dl and the blood glucose reading was 20 mg/dl. An ambulance was called and the paramedics treated the patient with glucose gel and IV glucose. The patient recovered after treatment and was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.